Event description:
It was reported that approximately two months after an implant procedure, the patient began experiencing pain and it appeared that the spacer had migrated. It was reported that there was potentially a spinous process fracture prior to the implant procedure. The patient underwent a procedure to remove the spacer and the procedure was completed successfully.